Event description:
It was reported that the catheter was inserted for left-lung resection. After the surgery, drainage volume was increased in the middle of the night and milky fluid was confirmed in the drained egestion. On the x-ray, white shadow was observed at chest. Contrast dye was injected from lumen, and it leaked out from the vessel. At a later date, drag was confirmed in the egestion from draining. It was reported that there was no strong resistance or blood leakage confirmed at the insertion. Customer also commented that since the drug effect was confirmed during the surgery, customer considered that the catheter perforated the superior vena cava after the surgery. Catheter was removed and patient is recovering as of nine days later. Device was discarded at hospital..

Manufacturer narrative:
Device was discarded at hospital.